Event description:
The sales rep, (B)(6), reported that the solis sterile cage was failed. (B)(4) have requested add'l details regarding the event. The sales rep will provide add'l details week commencing (B)(6) 2012. Update from sales rep via e-mail, (B)(6) - the sales rep reported that the surgeon will be revising the pt, although she is waiting to receive add'l event info from the surgeon.

Manufacturer narrative:
Add'l info has been requested, and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.